Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for intractable spasticity. It was reported at one time the patient had the catheter revised. Further information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd:unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.